Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported no sound from the speaker. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During functionality testing, all alarm conditions were visual but not audible due to the speaker. A known good speaker and emitter board was installed into the device and the speaker was audible. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter phone # is entered as (B)(6) as it exceeded the maximum allowable characters. Initial reported phone # is: (B)(6).

Event description:
The customer reported no sound from the speaker. No consequences or impact to patient were reported.